Event description:
It was reported that they removed the arctic sun device already but wanted to see if they should send to biomed. Patient temperature (pt) input registering 3c difference from monitor. Patient temperature (pt) registering 36c on as and 39c on bedside monitor when device was on. Advised without device being in use it was hard to trouble shoot, but if probe was new and connections were verified then culprit could be temperature in cable for arctic sun device. Have biomed replace cable and call back to troubleshoot.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. It was reported that patient temperature (pt) input registering 3c difference from monitor. A DHR review is not required as the lot number is unknown. The lot number for this investigation is unknown. The latest labeling revision will be reviewed for this investigation. Correction: d,e the reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they removed the arctic sun device already but wanted to see if they should send to biomed. Patient temperature (pt) input registering 3c difference from monitor. Patient temperature (pt) registering 36c on as and 39c on bedside monitor when device was on. Advised without device being in use it was hard to trouble shoot, but if probe was new and connections were verified then culprit could be temperature in cable for arctic sun device. Have biomed replace cable and call back to troubleshoot.